Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/26/2016 and found a leak from the red blood cell (rbc) bath. The fse observed that the tubing through pinch valve (pv2) that had disconnected at the rbc bath. He replaced the tubing, which resolved the leak and the instrument ran without leaks or errors. All repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a fluid leak from a coulter lh 500 hematology analyzer while performing instrument startup. The leak was contained within the instrument, and there were missing differential results and count time error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.